Event description:
It was reported that a Spectrum IQ Infusion Pump had recurrent false upstream occlusion alarms, resulting in infusion interruptions. Administration tubing was difficult to load, causing reload alarms and difficulty closing the door. Tubing pinching within the pump was suspected. The intravenous (IV) access site was reportedly compromised due to pressure associated with a partial thrombus during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.